Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort. The physician revised the pocket and added two lead extensions. The patient was reportedly doing fine.